Event description:
During a procedure using this device, the subject device seemed to lose power. The customer replaced an unspecified electro surgical generator but no diathermy was going through. After that, this snare loop became stuck since the snare loop adhered to a polyp closely. Then the customer cut the handle of this device off and withdrew the tube of this device and scope remaining the snare loop with the operating wire in the patient's body. And the customer inserted the scope with the spare of this device to remove the polyp to free the first snare loop. The customer withdrew the spare of this device remaining the first snare loop with the operating wire and scope in the patient's body since the spare of this device didn't work. Finally the first snare loop was released from the polyp and withdrawn from the patient's body. This procedure was completed using a similar device. This is the last of two reports.

Manufacturer narrative:
The device history records for the same lot number indicated no abnormalities related to this phenomenon. Since these devices were not returned to olympus, the exact cause that these devices hadn't worked could not be conclusively determined. This report will be supplemented if any important, additional information is obtained, or these devices are returned and any significant evaluation result is obtained.